Event description:
A customer contacted baxter's technical service center to report having a check lines and bags alarm with the homechoice (hc) machine during prime. The technical service representative (tsr) explained the alarm. The nurse changed out the cassette, but not the bag and the alarm repeated. The tsr advised the nurse to change the entire setup. Hc was operational. The resolution to this reported condition was provided over the phone and a swap of the device was not necessary. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the cg regarding the reported event. The cg stated there was no patient injury or medical intervention. No further information is available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product, where the cassette was changed out and not the bags. This complaint is confirmed because a partial swap of materials is a use error that can cause contamination. Since it cannot be determined why the cassette was changed and not the bags, the as determined cause for this complaint is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.